Manufacturer narrative:
Approximate age of device - 3 months 2 days (calculated from the the manufactured date). Additional information. Manufacturer's investigation conclusion: the reported event of burnt plastic and electronics within the ubc was confirmed. The returned ubc (serial number (B)(4) was tested under a work order on 13jun2019. The complaint was verified ¿ burnt components were found on the ubc¿s power supply pcb. Blown fuses were also observed. The power supply pcb and the fuses were replaced with new components. A full functional checkout was performed and the unit passed all tests. The customer received a warranty replacement unit. This unit was returned to the rental pool. The defective pcb and fuses were forwarded to the ppe group for further analysis. Burns were observed on the returned pbc, primarily correlating to components associated with slot 4 - the channel specific surge limiting resistors were also damaged. Two blown fuses were also returned and observed. Due to the damage to the circuit protection devices, no further operational testing was performed. The root cause of the damage to the ubc¿s power supply pcb was unable to be conclusively determined through this analysis. Setup, usage, and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii patient handbook and the heartmate ubc instructions for use (IFU) . The heartmate ii IFU cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported that the universal battery charger was plugged into a red outlet in the operation room (or) to charge four batteries in preparation of a patient. Shortly after being plugged in, the account reported being able to hear sparks and burnt plastics and electronics. The charger was inspected and no led lights were illuminated. The batteries were moved to another charger and were able to charge. No further information was provided.